Event description:
The patient has 2 leads (from the same lot) implanted as part of her axium neurostimulator system. It was reported the patient experienced ineffective therapy. Diagnostics indicated impedance issues with one of the two implanted leads. X-rays showed a possible fracture of the lead. The lead was subsequently explanted and replaced. Reportedly, effective therapy was restored.